Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received with nicks, scratches and wear on the gold handle on the shaft. Damage also noted on the alignment indicator, with the pin inside sheared off and dents on the ears. Evaluation of the remaining portion of the pin within the alignment indicator was not completed due to being welded to the body. The slot and radial groove on the shaft were deformed with the metal displaced on the groove and slot. The inside diameter contained deep radial grooves/score marks. Noted damage is indicative of usage. Damage prevented completion of functional, dimensional and material checks. A review of the device history record did not reveal issues that could have contributed to the reported event.

Event description:
It was reported that the knob on the helical blade coupling screw broke off during the tfn procedure on a hip fracture. Surgeon pounded on the helical blade inserter to complete the procedure. Surgery was completed successfully and with no extra time and the pt was unharmed. All the broken parts were retrieved from the pt. This is 2 of 2 reports for the same event.